Manufacturer narrative:
Nagy, l., jungwirth-weinberger, a., campbell, d., and gonzalez del pino, j. (2014). The ao shortening osteotomy system indications and surgical technique. Journal of wrist surgery 3:91-97. Switzerland. This report is for an unknown lcp (locking compression plate) ulna osteotomy system/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: nagy, l., jungwirth-weinberger, a., campbell, d., and gonzalez del pino, j. (2014). The ao shortening osteotomy system indications and surgical technique. Journal of wrist surgery 3:91-97. Switzerland. The ao ulnar shortening osteotomy system was used with a transverse or oblique osteotomy. Forty-six patients with follow-up of more than one year were surveyed. One patient required revision osteosynthesis after traumatic avulsion of the plate from the bone six weeks postoperatively. This is report 1 of 1 for (B)(4). This report is for an lcp (locking compression plate) ulna osteotomy system

Manufacturer narrative:
Original report - did not include x-rays, revising report to include x-rays taken on unknown dates. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.